Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received a notification for an out of range hv lead impedance. Programming and x-ray options were discussed. The device will be monitor at the next follow-up. The lead remains implanted.